Event description:
The customer reported the adc device powered on with button press but not with test strip insertion and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and was able to self-treat by "sticking oneself." In addition, customer had contact with a healthcare professional (doctor) who provided unspecified medicine as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc device powered on with button press but not with test strip insertion and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and was able to self-treat by "sticking oneself." In addition, customer had contact with a healthcare professional (doctor) who provided unspecified medicine as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.